Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead impedance alert had triggered five months prior as there was an impedance measurement just above the programmed alert threshold. The lead impedance was noted to not be far out of historical range. It was noted that the left ventricular (lv) lead was plugged into the ra lead port. The lead remains in use. No patient complications have been reported as a result of this event.